Event description:
It was reported that a trial patient¿s leads moved right after they were implanted. It was reported that the leads "were fine on the table but then at programming could only get one side of the body feeling stim". It was reported that the patient then had "terrible pain that first night". It was stated that the patient¿s healthcare provider (hcp) did an x-ray the next day, found that the leads had crossed over and were in the wrong spot. It was reported that the leads were then pulled out. It was reported that the patient was concerned about trying again. It was noted that the patient had been considering both spinal cord stimulation (scs) and a pain pump but opted to try scs first.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).